Event description:
During an angiogram the md removed the guidewire from the introducing needle. It was noted that a piece of the teflon coating had peeled off and remained in the pt in the proximity of the axillary artery. The md was using the axillary approach for the procedure. The teflon was removed on 1/6/94. It was approx two inches in length and was located in the soft tissue in the axillary area.